Event description:
The customer reports an inconsistent latex free labelling on the lid of the stock. The lid shows both "latex free" and "contains latex" labelling.

Manufacturer narrative:
(B)(4). The customer returned a closed mac finished kit for evaluation. Visual inspection of the closed kit revealed that the lidstock on the kit stated that the contents inside "contains latex" but also a figure that states the kit does not contain latex. The timestamp on the label was 1505264. A device history record review was performed and no relevant findings were identified. The customer reported issue of "latex" and "latex-free" on the lid stock was confirmed. Visual examination of the kit revealed that the label of the kit had contradicting information about latex inside the kit. A DHR review was completed with no relevant findings. The root cause of the complaint is likely packaging related. A non-conformance is currently in process to further investigate this issue.

Manufacturer narrative:
(B)(4). The device (with catalog# ca-11142-a) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
The customer reports an inconsistent latex free labelling on the lid of the stock. The lid shows both "latex free" and "contains latex" labelling.